Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain female', 'refractory pelvic pain') in a 46-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (5 children) in 2013, cesarean section (3 times), amenorrhoea and surgery. She has no concomitant disease nor take any concomitant drug. Previously administered products included for contraception: medroxyprogesterone. Concomitant products included diazepam (diazepan) since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("refractory pelvic pain"). On (B)(6) 2019, the patient experienced salpingitis ("mild chronic salpingitis"). On an unknown date, the patient experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst") and oophoritis ("chronic oophoritis"). The patient was treated with bromopride, captopril, cefazolin, diclofenac, metamizole sodium (dipyrone), morphine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain had not resolved and the abdominal injury, the last episode of pelvic pain, salpingitis, adnexa uteri cyst and oophoritis outcome was unknown. The reporter considered abdominal injury, abdominal pain, adnexa uteri cyst, oophoritis, procedural pain, salpingitis, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Blood creatinine - on (B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl). Haemoglobin urine - on (B)(6) 2019: present ++. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl). Pathology test - on an unknown date: histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities; on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left). Ultrasound scan - on (B)(6) 2016: essure well positioned; on (B)(6) 2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities.. Urinary sediment - on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus +. Urobilinogen urine - on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 in 2013. In (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("strong belly pain") and abdominal injury ("after essure removal, belly became deformed"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and abdominal injury outcome was unknown. The reporter considered abdominal injury, abdominal pain and pelvic pain to be related to essure. The reporter commented: not able to walk due to pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of pelvic pain ("pelvic pain female" and "refractory pelvic pain") and device breakage ("transvaginal ultrasound showed essure device on the right, a linear hyperechogenic image measuring about 20 mm (suspicious of fragmented)") in a 46 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (5 children) in 2013 and surgery, amenorrhoea and cesarean section (3 times). She has no concomitant disease nor take any concomitant drug. Previously administered products included: medroxyprogesterone for contraception. Concomitant products included ibuprofen since (B)(6) 2016 and diazepan (diazepam) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("she started to present very strong pains in the hip. Unable to walk anymore") and gait inability ("she started to present very strong pains in the hip. Unable to walk anymore"). In 2017 she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced a second episode of pelvic pain. On (B)(6) 2019 she experienced salpingitis ("mild chronic salpingitis"). On (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus"). An unknown time later she experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst"), oophoritis ("chronic oophoritis"), stress urinary incontinence ("stress urinary incontinence"), ovarian cyst ("ovaries with white bodies and epithelial inclusion cysts") and adenomyosis ("adenomyoma of corpus of uterus"). The patient was treated with cefazolin, captopril, dipyrone (metamizole sodium), bromopride, diclofenac and morphine as well as surgery (essure removal via,bilateral salpingectomy on (B)(6) 2019 and subtotal hysterectomy, salpingectomy bilateral in (B)(6) 2022). At the time of the report, the abdominal pain had not resolved. The outcomes for device breakage, abdominal injury, salpingitis, adnexa uteri cyst, oophoritis, arthralgia, gait inability, ovarian cyst, adenomyosis, device expulsion and the last episode of pelvic pain were unknown. The reporter considered abdominal injury, abdominal pain, adenomyosis, adnexa uteri cyst, arthralgia, device breakage, device expulsion, gait inability, oophoritis, ovarian cyst, the first episode of pelvic pain, the second episode of pelvic pain, procedural pain, salpingitis and stress urinary incontinence to be related to essure administration. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. On follow-up 14-sep-2022 was reported the adenomyoma of corpus of uterus was also the indication for subtotal hysterectomy surgery in (B)(6) 2022. Discrepancy on essure start date (B)(6) 2016 or (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood creatinine] on (B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl) [haemoglobin urine] on (B)(6) 2019: present ++ [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl) [pathology test] on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left); on (B)(6) 2022: material: uterine body, right and left appendage. Macroscopy: piriform uterine body measuring 8.0x6.5x4.0 cm covered by smooth and shiny serosa. Endometrial cavity is centralized with 0.3 cm thick brown endometrium. The myometrium is brown and fasciculated. Left tubal segment measuring 1.6x1.0 cm with smooth and shiny serosa. When cutting it displays virtual light. Left ovary measuring 2.5x2.0x1.6 cm with yellowish and cerebriform external surface. When cut, white bodies are observed, with the presence of cysts. Right tubal segment measuring 2.0x0.5 cm with smooth and shiny serosa. The cuts displays virtual light; right ovary measuring 3.0x2.8x1.2 cm with yellowish and cerebriform external surface. On sections, white bodies with cystic cavities measuring 1.0x0.9 cm are observed. Conclusion: endometrium with an early proliferative pattern; adenomyosis; right and left tubes without histological particularities; ovaries with white bodies and epithelial inclusion cysts; (date unknown): histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities [ultrasound scan] on (B)(6) 2016: essure well positioned; on (B)(6) 2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities. [Ultrasound scan vagina] on (B)(6) 2021: uterus in retro-verse-flexion, with regular contours and heterogeneous texture, uterus measure 97x69x55mm, vol 195 cm3. Centered endometrium, measuring 4.0 m thick. Right ovary measuring 29x27 mm with thin-walled cystic image and anechoic content measuring 23x19 mm. Left ovary measuring 36x15 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observations we did not observe the essure device on the left. We observed in the topography of the implantation of the essure device on the right, a linear hyperechogenic image measuring about 20 mm (fragmented ?) [Urinary sediment] on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus + [urobilinogen urine] on (B)(6) 2019: 4mg/dl (reference: below 1mg/dl). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain female', 'refractory pelvic pain') in a 46-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (5 children) in 2013, cesarean section (3 times), amenorrhoea and surgery. She has no concomitant disease nor take any concomitant drug. Previously administered products included for contraception: medroxyprogesterone. Concomitant products included diazepam (diazepan) since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("refractory pelvic pain"). On (B)(6) 2019, the patient experienced salpingitis ("mild chronic salpingitis"). On an unknown date, the patient experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst") and oophoritis ("chronic oophoritis"). The patient was treated with bromopride, captopril, cefazolin, diclofenac, metamizole sodium (dipyrone), morphine and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain had not resolved and the abdominal injury, the last episode of pelvic pain, salpingitis, adnexa uteri cyst and oophoritis outcome was unknown. The reporter considered abdominal injury, abdominal pain, adnexa uteri cyst, oophoritis, procedural pain, salpingitis, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Blood creatinine - on (B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl). Haemoglobin urine - on (B)(6) 2019: present ++. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl). Pathology test - on an unknown date: histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities; on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left). Ultrasound scan - on (B)(6) 2016: essure well positioned; on (B)(6) 2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities.. Urinary sediment - on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus +. Urobilinogen urine - on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: lab data, medical history, concomitant drug, weight, essure indication, batch number, additional event pelvic pain female, salpingitis, procedural pain, paratubal cyst, oophoritis added.outcome of pelvic pain female and belly pain as unknown changed to not recovered. Essure implanted date (B)(6) 2016 updated to (B)(6) 2016. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 in 2013. In (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("strong belly pain") and abdominal injury ("after essure removal, belly decame deformed"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and abdominal injury outcome was unknown. The reporter considered abdominal injury, abdominal pain and pelvic pain to be related to essure. The reporter commented: not able to walk due to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of pelvic pain ("pelvic pain female" and "refractory pelvic pain") and device breakage ("transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented)") in a 46 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (5 children) in 2013 and surgery, amenorrhoea and cesarean section (3 times). She has no concomitant disease nor take any concomitant drug. Previously administered products included: medroxyprogesterone for contraception. Concomitant products included ibuprofen since (B)(6) 2016 and diazepan (diazepam) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("she started to present very strong pains in the hip. Unable to walk anymore") and gait inability ("she started to present very strong pains in the hip. Unable to walk anymore"). In 2017 she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced a second episode of pelvic pain. On (B)(6) 2019 she experienced salpingitis ("mild chronic salpingitis"). On (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus"). An unknown time later she experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst"), oophoritis ("chronic oophoritis"), stress urinary incontinence ("stress urinary incontinence"), ovarian cyst ("ovaries with white bodies and epithelial inclusion cysts") and adenomyosis ("adenomyoma of corpus of uterus"). The patient was treated with cefazolin, captopril, dipyrone (metamizole sodium), bromopride, diclofenac and morphine as well as surgery (essure removal via,bilateral salpingectomy on (B)(6) 2019 and sutotal histerectomy, salpingectomy bilateral in (B)(6) 2022). At the time of the report, the abdominal pain had not resolved. The outcomes for device breakage, abdominal injury, salpingitis, adnexa uteri cyst, oophoritis, arthralgia, gait inability, ovarian cyst, adenomyosis, device expulsion and the last episode of pelvic pain were unknown. The reporter considered abdominal injury, abdominal pain, adenomyosis, adnexa uteri cyst, arthralgia, device breakage, device expulsion, gait inability, oophoritis, ovarian cyst, the first episode of pelvic pain, the second episode of pelvic pain, procedural pain, salpingitis and stress urinary incontinence to be related to essure administration. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. On follow-up (B)(6) 2022 was reported the adenomyoma of corpus of uterus was also the indication for subtotal hysterectomy surgery in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood creatinine] on (B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl) [haemoglobin urine] on (B)(6) 2019: present ++ [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl) [pathology test] on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left); on (B)(6) 2022: material: uterine body, right and left appendage. Macroscopy: piriform uterine body measuring 8.0x6.5x4.0 cm covered by smooth and shiny serosa. Endometrial cavity is centralized with 0.3 cm thick brown endometrium. The myometrium is brown and fasciculated. Left tubal segment measuring 1.6x1.0 cm with smooth and shiny serosa. When cutting it displays virtual light. Left ovary measuring 2.5x2.0x1.6 cm with yellowish and cerebriform external surface. When cut, white bodies are observed, with the presence of cysts. Right tubal segment measuring 2.0x0.5 cm with smooth and shiny serosa. The cuts displays virtual light; right ovary measuring 3.0x2.8x1.2 cm with yellowish and cerebriform external surface. On sections, white bodies with cystic cavities measuring 1.0x0.9 cm are observed. Conclusion: endometrium with an early proliferative pattern; adenomyosis; right and left tubes without histological partuclarities; ovaries with white bodies and epithelial inclusion cysts; (date unknown): histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities [ultrasound scan] on (B)(6) 2016: essure well positioned; on (B)(6) 2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities. [Ultrasound scan vagina] on (B)(6) 2021: uterus in retro-verse-flexion, with regular contours and heterogeneous texture, uterus measure 97x69x55mm, vol 195 cm3. Centered endometrium, measuring 4.0 m thick. Right ovary measuring 29x27 mm with thin-walled cystic image and anechoic content measuring 23x19 mm. Left ovary measuring 36x15 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observations we did not observe the essure device on the left. We observed in the topography of the implantation of the essure device on the right, a linear hyperrechogenic image measuring about 20 mm (fragmented ?) [Urinary sediment] on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus + [urobilinogen urine] on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2022: the follow information were included lawyer's reporter updated, physician's reporter, lab data, new events pain in hip, unable to walk, stress urinary incontinence, ovarian cyst, uterine adenomyoma, device expulsion, device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of pelvic pain ("pelvic pain female" and "refractory pelvic pain") and device breakage ("transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented)") in a 46 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (5 children) in 2013 and surgery, amenorrhoea and cesarean section (3 times). She has no concomitant disease nor take any concomitant drug. Previously administered products included: medroxyprogesterone for contraception. Concomitant products included ibuprofen since (B)(6) 2016 and diazepan (diazepam) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("she started to present very strong pains in the hip. Unable to walk anymore") and gait inability ("she started to present very strong pains in the hip. Unable to walk anymore"). In 2017 she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced a second episode of pelvic pain. On (B)(6) 2019 she experienced salpingitis ("mild chronic salpingitis"). On (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus"). An unknown time later she experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst"), oophoritis ("chronic oophoritis"), stress urinary incontinence ("stress urinary incontinence"), ovarian cyst ("ovaries with white bodies and epithelial inclusion cysts") and adenomyosis ("adenomyoma of corpus of uterus"). The patient was treated with cefazolin, captopril, dipyrone (metamizole sodium), bromopride, diclofenac and morphine as well as surgery (essure removal via,bilateral salpingectomy on (B)(6) 2019 and sutotal histerectomy, salpingectomy bilateral in (B)(6) 2022). At the time of the report, the abdominal pain had not resolved. The outcomes for device breakage, abdominal injury, salpingitis, adnexa uteri cyst, oophoritis, arthralgia, gait inability, ovarian cyst, adenomyosis, device expulsion and the last episode of pelvic pain were unknown. The reporter considered abdominal injury, abdominal pain, adenomyosis, adnexa uteri cyst, arthralgia, device breakage, device expulsion, gait inability, oophoritis, ovarian cyst, the first episode of pelvic pain, the second episode of pelvic pain, procedural pain, salpingitis and stress urinary incontinence to be related to essure administration. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. On follow-up (B)(6) 2022 was reported the adenomyoma of corpus of uterus was also the indication for subtotal hysterectomy surgery in (B)(6) 2022. Discrepancy on essure start date (B)(6) 2016 or (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood creatinine] on (B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl). [Haemoglobin urine] on (B)(6) 2019: present ++ [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl). [Pathology test] on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left); on (B)(6) 2022: material: uterine body, right and left appendage. Macroscopy: piriform uterine body measuring 8.0x6.5x4.0 cm covered by smooth and shiny serosa. Endometrial cavity is centralized with 0.3 cm thick brown endometrium. The myometrium is brown and fasciculated. Left tubal segment measuring 1.6x1.0 cm with smooth and shiny serosa. When cutting it displays virtual light. Left ovary measuring 2.5x2.0x1.6 cm with yellowish and cerebriform external surface. When cut, white bodies are observed, with the presence of cysts. Right tubal segment measuring 2.0x0.5 cm with smooth and shiny serosa. The cuts displays virtual light; right ovary measuring 3.0x2.8x1.2 cm with yellowish and cerebriform external surface. On sections, white bodies with cystic cavities measuring 1.0x0.9 cm are observed. Conclusion: endometrium with an early proliferative pattern; adenomyosis; right and left tubes without histological partuclarities; ovaries with white bodies and epithelial inclusion cysts; (date unknown): histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities. [Ultrasound scan] on (B)(6) 2016: essure well positioned; on (B)(6) 2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities. [Ultrasound scan vagina] on (B)(6) 2021: uterus in retro-verse-flexion, with regular contours and heterogeneous texture, uterus measure 97x69x55mm, vol 195 cm3. Centered endometrium, measuring 4.0 m thick. Right ovary measuring 29x27 mm with thin-walled cystic image and anechoic content measuring 23x19 mm. Left ovary measuring 36x15 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observations we did not observe the essure device on the left. We observed in the topography of the implantation of the essure device on the right, a linear hyperrechogenic image measuring about 20 mm (fragmented ?). [Urinary sediment] on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus + [urobilinogen urine] on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-sep-2022: upon internal review the case (B)(4) was identifed as duplicate case from this case, all information were transferded to this remain case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented) [device breakage] urinary incontinence [urinary incontinence] genital dystopia [genital disorder] strong belly pain [belly ache] after essure removal, belly became deformed [abdominal injury nos] refractory pelvic pain [pelvic pain female] mild chronic salpingitis [salpingitis] pain level 4 during essure insertion [procedural pain] benign simple paratubary cyst [paratubal cyst] chronic oophoritis [oophoritis] she started to present very strong pains in the hip. Unable to walk anymore [pain in hip] she started to present very strong pains in the hip. Unable to walk anymore [unable to walk] stress urinary incontinence [stress urinary incontinence] ovaries with white bodies and epithelial inclusion cysts [ovarian cyst] adenomyoma of corpus of uterus [uterine adenomyoma] transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus [device expulsion] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of pelvic pain ("pelvic pain female" and "refractory pelvic pain"), device breakage ("transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented)"), urinary incontinence ("urinary incontinence") and genital disorder ("genital dystopia") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (5 children) in 2013 and surgery, amenorrhoea and cesarean section (3 times). She has no concomitant disease nor take any concomitant drug. Previously administered products included: medroxyprogesterone for contraception. Concurrent conditions were listed as fatty liver, constipation, sleep disorder, hypertension, low back pain, adenomyosis, adenomyosis and uterine myomatosis. Concomitant products included ibuprofen since on (B)(6) 2016 and diazepan (diazepam) since on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("she started to present very strong pains in the hip. Unable to walk anymore") and gait inability ("she started to present very strong pains in the hip. Unable to walk anymore"). In 2017 she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced a second episode of pelvic pain. On (B)(6) 2019 she experienced salpingitis ("mild chronic salpingitis"). On (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus"). On unknown date she experienced abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst"), oophoritis ("chronic oophoritis"), stress urinary incontinence ("stress urinary incontinence"), ovarian cyst ("ovaries with white bodies and epithelial inclusion cysts"), adenomyosis ("adenomyoma of corpus of uterus"), urinary incontinence (seriousness criterion hospitalisation) and genital disorder (seriousness criterion hospitalisation). The patient was treated with cefazolin, captopril, dipyrone (metamizole sodium), bromopride, diclofenac and morphine as well as surgery (essure removal via, bilateral salpingectomy on (B)(6) 2019 and sutotal histerectomy, salpingectomy bilateral on (B)(6)2022). Essure was removed on (B)(6)2022. At the time of the report, the abdominal pain had not resolved. The outcomes for device breakage, abdominal injury, salpingitis, adnexa uteri cyst, oophoritis, arthralgia, gait inability, ovarian cyst, adenomyosis, device expulsion, urinary incontinence, genital disorder and the last episode of pelvic pain were unknown. The reporter considered abdominal injury, abdominal pain, adenomyosis, adnexa uteri cyst, arthralgia, device breakage, device expulsion, gait inability, genital disorder, oophoritis, ovarian cyst, the first episode of pelvic pain, the second episode of pelvic pain, procedural pain, salpingitis, stress urinary incontinence and urinary incontinence to be related to essure administration. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. On follow-up (B)(6) 2022 was reported the adenomyoma of corpus of uterus was also the indication for subtotal hysterectomy surgery in (B)(6)2022. Discrepancy on essure start date on (B)(6) 2016 or (B)(6) 2016. Patient underwent subtotal hysterectomy, adnexectomy and bilateral salpingectomy on (B)(6) 2022 to remove parts of essure that were still inside the patient, having developed several symptoms as per reports and images. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood creatinine] on (B)(6)2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl) [haemoglobin urine] on (B)(6) 2019: present ++ [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl) [pathology test] on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left); on (B)(6) 2022: material: uterine body, right and left appendage. Macroscopy: piriform uterine body measuring 8.0x6.5x4.0 cm covered by smooth and shiny serosa. Endometrial cavity is centralized with 0.3 cm thick brown endometrium. The myometrium is brown and fasciculated. Left tubal segment measuring 1.6x1.0 cm with smooth and shiny serosa. When cutting it displays virtual light. Left ovary measuring 2.5x2.0x1.6 cm with yellowish and cerebriform external surface. When cut, white bodies are observed, with the presence of cysts. Right tubal segment measuring 2.0x0.5 cm with smooth and shiny serosa. The cuts displays virtual light; right ovary measuring 3.0x2.8x1.2 cm with yellowish and cerebriform external surface. On sections, white bodies with cystic cavities measuring 1.0x0.9 cm are observed. Conclusion: endometrium with an early proliferative pattern; adenomyosis; right and left tubes without histological particularities; ovaries with white bodies and epithelial inclusion cysts; (date unknown): histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities [ultrasound scan] on (B)(6)2016: essure well positioned; on 07-may-2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities.; on (B)(6) 2022: - liver with normal volume, regular contours and homogeneous texture, presenting diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild hepatic steatosis. There is no dilation of the intra or extrahepatic bile ducts. The hepatic choledochal has normal caliber. Normally distended gallbladder, with thin walls, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Right-sided hydronephrosis. Left kidney with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound alterations. No signs of ascites observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2021: uterus in retro-verse-flexion, with regular contours and heterogeneous texture, uterus measure 97x69x55mm, vol 195 cm3. Centered endometrium, measuring 4.0 m thick. Right ovary measuring 29x27 mm with thin-walled cystic image and anechoic content measuring 23x19 mm. Left ovary measuring 36x15 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observations we did not observe the essure device on the left. We observed in the topography of the implantation of the essure device on the right, a linear hyperrechogenic image measuring about 20 mm (fragmented?) [Urinary sediment] on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus + [urobilinogen urine] on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-sep-2024: medical record received. New event urinary incontinence & genital disorder were added. Medical history added. Lab data added. New reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented) [device breakage] mild chronic salpingitis [salpingitis] urinary incontinence [urinary incontinence] genital dystopia [genital disorder] strong belly pain [belly ache] after essure removal, belly became deformed [abdominal injury nos] refractory pelvic pain [pelvic pain female] pain level 4 during essure insertion [procedural pain] benign simple paratubary cyst [paratubal cyst] chronic oophoritis [oophoritis] she started to present very strong pains in the hip. Unable to walk anymore [pain in hip] she started to present very strong pains in the hip. Unable to walk anymore [unable to walk] stress urinary incontinence [stress urinary incontinence] ovaries with white bodies and epithelial inclusion cysts [ovarian cyst] adenomyoma of corpus of uterus [uterine adenomyoma] transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus [device expulsion] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of pelvic pain ("pelvic pain female" and "refractory pelvic pain"), device breakage ("transvaginal ultrasound showed essure device on the right, a linear hyperrechogenic image measuring about 20 mm (suspicious of fragmented)"), salpingitis ("mild chronic salpingitis"), urinary incontinence ("urinary incontinence") and genital disorder ("genital dystopia") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (5 children) in 2013 and surgery, amenorrhoea and cesarean section (3 times). She has no concomitant disease nor take any concomitant drug. Previously administered products included: medroxyprogesterone for contraception. Concurrent conditions were listed as fatty liver, constipation, sleep disorder, hypertension, low back pain, adenomyosis, adenomyosis and uterine myomatosis. Concomitant products included ibuprofen since (B)(6) 2016 and diazepan (diazepam) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced arthralgia ("she started to present very strong pains in the hip. Unable to walk anymore") and gait inability ("she started to present very strong pains in the hip. Unable to walk anymore"). In 2017 she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced a second episode of pelvic pain. On (B)(6) 2019 she experienced salpingitis (seriousness criterion medically important). On (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("transvaginal ultrasound did no showed essure device on the left tube / part of the essure ended up in the uterus"). Essure was removed on (B)(6) 2022. On unknown date she experienced urinary incontinence (seriousness criterion hospitalisation), genital disorder (seriousness criterion hospitalisation), abdominal pain ("strong belly pain"), abdominal injury ("after essure removal, belly became deformed"), procedural pain ("pain level 4 during essure insertion"), adnexa uteri cyst ("benign simple paratubary cyst"), oophoritis ("chronic oophoritis"), stress urinary incontinence ("stress urinary incontinence"), ovarian cyst ("ovaries with white bodies and epithelial inclusion cysts") and adenomyosis ("adenomyoma of corpus of uterus"). The patient was treated with cefazolin, captopril, dipyrone (metamizole sodium), bromopride, diclofenac and morphine as well as surgery (essure removal via,bilateral salpingectomy on (B)(6) 2019 and sutotal histerectomy, salpingectomy bilateral in (B)(6) 2022). At the time of the report, the abdominal pain had not resolved. The outcomes for device breakage, salpingitis, urinary incontinence, genital disorder, abdominal injury, adnexa uteri cyst, oophoritis, arthralgia, gait inability, ovarian cyst, adenomyosis, device expulsion and the last episode of pelvic pain were unknown. The reporter considered abdominal injury, abdominal pain, adenomyosis, adnexa uteri cyst, arthralgia, device breakage, device expulsion, gait inability, genital disorder, oophoritis, ovarian cyst, the first episode of pelvic pain, the second episode of pelvic pain, procedural pain, salpingitis, stress urinary incontinence and urinary incontinence to be related to essure administration. The reporter commented: not able to walk due to pelvic pain. No difficulties during insertion (6 coils inside in the cavity, both sides). Examination after removal: dry surgical wound, flaccid abdomen, tympanic. After essure removal, the patient did not recovered from the pain. On follow-up (B)(6) 2022 was reported the adenomyoma of corpus of uterus was also the indication for subtotal hysterectomy surgery in (B)(6) 2022. Discrepancy on essure start date (B)(6) 2016 or (B)(6) 2016. Patient underwent subtotal hysterectomy, adnexectomy and bilateral salpingectomy on (B)(6) 2022 to remove parts of essure that were still inside the patient, having developed several symptoms as per reports and images. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood creatinine] on(B)(6) 2019: 0.9mg/dl (reference: 0.5 - 1.1mg/dl) [haemoglobin urine] on (B)(6) 2019: present ++ [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2019: below 1.2mui/ml (reference: pregnancy above 30mui/dl) [pathology test] on (B)(6) 2018: squamous epithelium. Negative for neoplasia. Benign, reactive or repairing cellular alteration. Inflammation. Microbiology: bacilli; on (B)(6) 2019: mild chronic salpingitis (right and left). Paratubal cyst (left); on (B)(6) 2022: material: uterine body, right and left appendage. Macroscopy: piriform uterine body measuring 8.0x6.5x4.0 cm covered by smooth and shiny serosa. Endometrial cavity is centralized with 0.3 cm thick brown endometrium. The myometrium is brown and fasciculated. Left tubal segment measuring 1.6x1.0 cm with smooth and shiny serosa. When cutting it displays virtual light. Left ovary measuring 2.5x2.0x1.6 cm with yellowish and cerebriform external surface. When cut, white bodies are observed, with the presence of cysts. Right tubal segment measuring 2.0x0.5 cm with smooth and shiny serosa. The cuts displays virtual light; right ovary measuring 3.0x2.8x1.2 cm with yellowish and cerebriform external surface. On sections, white bodies with cystic cavities measuring 1.0x0.9 cm are observed. Conclusion: endometrium with an early proliferative pattern; adenomyosis; right and left tubes without histological partuclarities; ovaries with white bodies and epithelial inclusion cysts; (date unknown): histopathological report of the fallopian tubes revealed she had mild chronic salpingitis, without particularities [ultrasound scan] on (B)(6) 2016: essure well positioned; on 07-may-2018: no alteration showed; on (B)(6) 2019: uterus with regular dimensions and ovaries without abnormalities.; on (B)(6) 2022: - liver with normal volume, regular contours and homogeneous texture, presenting diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild hepatic steatosis. - there is no dilation of the intra or extrahepatic bile ducts. - the hepatic choledochal has normal caliber. - normally distended gallbladder, with thin walls, with no evidence of stones inside. - homogeneous spleen of normal volume. - pancreas with anatomical appearance. - right-sided hydronephrosis. - left kidney with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. - abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound alterations. - no signs of ascites observed. - bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on 01-dec-2021: uterus in retro-verse-flexion, with regular contours and heterogeneous texture, uterus measure 97x69x55mm, vol 195 cm3. Centered endometrium, measuring 4.0 m thick. Right ovary measuring 29x27 mm with thin-walled cystic image and anechoic content measuring 23x19 mm. Left ovary measuring 36x15 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observations we did not observe the essure device on the left. We observed in the topography of the implantation of the essure device on the right, a linear hyperrechogenic image measuring about 20 mm (fragmented ?) [Urinary sediment] on (B)(6) 2019: red cells: 10,010/ml (reference: below 8,000/ml) mucus + [urobilinogen urine] on (B)(6) 2019: 4mg/dl (referente: below 1mg/dl) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.